Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) and bleeding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump speed remained above the low speed limit for the duration of the log file. There were no notable alarms, and the log file showed the system appearing to operate as intended. Multiple attempts for additional information were requested from the customer; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist device support with no further related complaints reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Bleeding and hemolysis are listed as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio (inr) values. Additionally, heartmate ii lvas IFU provides patients with sleeping instructions in the section ¿preparing for sleep.¿ patients are instructed to be attached to the power module or mobile power unit during sleep or any time when sleep is likely. Patients are instructed not to sleep during battery-powered operation, as the low battery alarms may not awaken the patient before battery depletion. In addition, there is a sleep checklist for additional sleep instruction in section f ¿safety checklists.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had trace blood in urine and elevated lactate dehydrogenase (ldh) levels at 1300 and 1100 u/l on (B)(6) 2020. There were no unusual events seen in the log file history.